Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg 34 mg/dl) and carbohydrates were consumed to address bg. Customer suspected that the pump settings needed to be adjusted and was cause of low bg. Customer consulted with their healthcare provider regarding the setting changes.